Event description:
Reporter states that it appears that the rotor motor has stalled. The catheter was tested for occlusion, none was found. The pump underwent rotor test, and rotor did not move. Pump was explanted and replaced.

Manufacturer narrative:
H6-primary finding of device analysis revealed a motor stall, with dendrite growth on the motor feedthrus. Info received from voluntary reporter. Unable to obtain further info on device or pt from foreign sources.